Manufacturer narrative:
The drill was received by the us MFR and the complaint was confirmed. Internal components were evaluated and it was discovered that the rotor was not rotating freely due to corrosion buildup. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The rotor assembly and motor assembly were replaced, and additional preventative maintenance was also performed. The device was returned to the user facility.

Event description:
It was reported by the user facility that the drill felt warm. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.